Event description:
Reporter indicated a (B)(6) pt had passed away. The cause of death is currently under investigation with the county coroner's office. The explanted (B)(6) generator and lead have been returned and are currently in product analysis. Attempts for more info regarding the death are in progress.